Event description:
The pt was implanted with a left ventricular assist device. Approx one month post-implant, the pt began exhibiting signs of low cardiac output requiring reintubation and catecholamine therapy. Labs showed signs of hemolysis and increasing pump speed did not show any improvement. A decision was made to exchange the pump. Upon explant of the pump, thrombus formations were noticed in the inflow stator.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The MFR is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.